Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, no anomalies were noted to the luers, bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon to 24 atm and water was noted leaking from the balloon at the distal tip. The balloon fibers were stripped and a cut was noted to the inner guidewire lumen under the marker band. No other functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified material cut as a cut was noted to the inner guidewire lumen under the marker band from which water was leaking. A definitive root cause for the reported leak and identified material cut could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2024).

Event description:
It was reported that during an angioplasty procedure, the connection between the balloon and catheter allegedly leaked air. The procedure was completed by using another device. There was no reported patent injury.